Event description:
A nurse from the user facility reports a broken haptic was noted following insertion of the intraocular lens (iol). Enlargement of the incision was required to accommodate removal of the lens. The nurse reports there was no serious pt injury associated with this report.